Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during follow-up, the patient with this right ventricular lead reported a heart rate in the 60 rpm range. Interrogation of the system exhibited low pacing impedance measurements and loss of capture; a conductor breach was suspected. The physician elected to surgically intervene and explanted the lead. During the revision, the physician reported difficulty during terminal pin extraction. The lead was successfully removed from the chronic device header and is expected to be returned for analysis. Another lead was implanted in the absence of adverse patient effects.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead; dried body fluid contained within the lead lumen. Additionally, cuts in the lead's insulation were obseved at 307, 308 and 310 mm from the terminal pin with a cut and seperation, observed at 270 mm. Conductor coils were stretched between 312-340 mm from the terminal pin. No other physicial anomalies were observed. Extensive testing was then performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous.

Event description:
--